Manufacturer narrative:
The device was evaluated by olympus and it was determined that no image was present due to a faulty charge coupled device. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model otv-s7proh-hd-10e, hd autoclavable camera head to olympus for repair due to a report of degradation of image quality. Upon inspection and testing of the returned device, by the olympus service department, it was found that no image was produced. As this was found during inhouse service, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the image was no longer displayed due to the failure of the ccd unit. The failure of the ccd unit is caused by the deterioration of the material of the ccd sensor due to ultraviolet rays.